Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the rear bulkhead ethernet cable jumper. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported there were intermittent connection issues with the mobile view station (mvs) and the navigation system. This issue was discovered while a manufacturer representative was servicing the navigation system. There was no patient involvement.